Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage. ¿ capsular contracture: unable to observe. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported left side rupture and exchange. Healthcare professional later reported capsular contracture baker grade I. Device explanted.

Event description:
Healthcare professional reported left side rupture and exchange. Healthcare professional later reported capsular contracture baker grade I. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture and exchange. Healthcare professional later reported capsular contracture baker grade I. Device explanted.